Manufacturer narrative:
RMA issued. Eval of computer finds system boots normally. Performance during em navigation appears normal. Upgraded computer was installed and resolved this issue. No further issues remain.

Event description:
An ent rep reported that during a sinus case, tracking ability of the fusion was slow and eventually unusable. There was a delay of 10 seconds before the CT scan would move according to where the probe was. Registration was fine and accuracy was fine but there was not real-time localization. The surgeon opted to discontinue navigation to complete the procedure. There was no impact on pt outcome.